Event description:
It was reported that during pre-use check, a no disposable, pump won't run alarm went off. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated.h3: device evaluated by manufacturer: updated.h6: event problem and evaluation codes: updated.h10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact and no physical damage was found on the device upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation. Root cause of the reported issue is unknown. Preventively replaced the downstream occlusion sensor and recalibrated the upstream occlusion sensor. The product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously.